Manufacturer narrative:
Sample was returned for evaluation and the reported event was not confirmed. Visual evaluation of the complaint sample found no evidence of dull cutting teeth. A manufacturing review was completed and there were no discrepancies found. No further investigation is required.

Event description:
During an unknown procedure, the physician reported the reamer was dull. There were no reports of adverse events as a result of the malfunction.